Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h332 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h332 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. Photographs were provided by the customer for evaluation. A review of the photographs show a broken centrifuge bowl located at the bottom of the centrifuge chamber. The outer centrifuge bowl and centrifuge bowl cover appear to have completely separated. The centrifuge bowl cover is not retained within the centrifuge bowl holder indicating that the centrifuge bowl likely dislodged from the centrifuge bowl holder during operation. The drive tube appears to be undamaged and still connected to the inner and outer centrifuge bowl components. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The complaint of centrifuge bowl leak/break is verified based on the customer provided photographs. Evidence suggests that the centrifuge bowl dislodged from the centrifuge bowl holder resulting in the reported centrifuge bowl leak/break. However, a root cause for the centrifuge bowl dislodging from the centrifuge bowl holder could not be determined based on the available information. No further action is required at this time. Investigation complete. (B)(4). B.k. (B)(6) 2019.

Event description:
The customer called to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 150 ml of whole blood was processed at the time the break occurred. The customer aborted the procedure and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer discarded the cellex photopheresis kit; however, has returned photographs for evaluation.